Manufacturer narrative:
The olympus scope was sent to an independent laboratory for culture testing. The device tested positive for one (1) colony forming unit of micrococcaceae species on the operating channel and two (2) cfus of micrococcaceae and coagulase-negative staphylococci on the air/water channel. The obtained results are in conformance with the requirements. The device has been received at olympus and the evaluation is currently in process. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the evis exera iii gastrointestinal videoscopes tested positive one (1) colony forming unit (cfu) of pseudomonas aeruginosa. All channels were sampled. The issue was found during a routine culture of the scope. Sampling was taken at reprocessing, before use. There was no patient contamination. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. The device was evaluated where no abnormalities were found that could have led to the positive culture. Multiple defects were noted where the bending section rubber glue was worn out. - leakage from biopsy channel. - insulation failure at distal end. - bending section rubber glue wont out/lifted/peeled off/milky white. - insertion section wrinkled/bulge/kinked. - scope connection cover scratched. - switch button 1 rubber milky white. - universal cord wrinkled. - insufficient angulation. However, these defects alone are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "warning: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.